Event description:
Surgical tech reports while surgeon utilizing curved coller forceps (hemostat) in the patient one side (prong) of the hemostat broke off where the pieces cross. Broken piece (about 2.5" long) removed and retained in risk management. New hemostat obtained, no further issues. Manufacturer response (as per reporter) for curved coller forceps, pilling weckhave requested hemostat be returned for evaluation purposes. Device will be returned.